Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the cell dyn emerald analyzer generated higher plt results from patient samples compared to lower results generated at a reference lab. One patient sample (sid (B)(4)) generated a result of 39 k/ul on the cell-dyn analyzer compared to a result of 10 generated at the reference lab. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The sysmex instrument and the cd emerald have factor differences which can affect their results, for examples, different technologies and calibrations of each instrument. The inability of the instrument to measure a particular measure maybe due to a sample abnormality. Any substance or condition that can interfere with the cell-dyn emerald systems principles of operation should be considered an interfering substance or condition. Based on the investigation, the cell-dyn emerald analyzer was performing as designed. There was no product deficiency, no malfunction and no action taken for the complaint issue.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the cell dyn emerald analyzer generated higher plt results from patient samples compared to lower results generated at a reference lab (quest). One patient sample generated a result of 39 k/ul on the cell-dyn analyzer compared to a result of 9 k/ul generated at the reference lab. The same patient was drawn on (B)(6) 2013 with a result of 25 k/ul on the cell-dyn emerald and a result of 11 at the reference lab. The patient has been questioning the results generated with the emerald. No impact to patient management was reported.